Event description:
Pt implanted with a vectra plate and four 4.5mm screws on (B)(6) 2011 at c6-c7, returned to facility for a 3 month f/u visit. X-rays revealed that the screws were backing out. Pt was asymptomatic. The plate and four screws were explanted. Surgeon noted that the allograft implant remained intact and in place. Pt revised to another plate and four longer screws. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.